Manufacturer narrative:
The insulin pump was received with intermittent esc button response due to flattened button dome switch. No unexpected alarms or alerts noted during testing. Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Device had normal operating currents. The insulin pump was monitored for several days and no low battery alert or failed battery test alarms occurred during testing. Device had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4), per variance 5.

Event description:
The customer reported via phone call that the insulin pump has been giving alarms and alerts. Customer stated she received a low glucose alert of 49 mg/dl, checked her blood glucose and it was 51 mg/dl. She treated with glucose tablets. She also stated she received a low battery alert and noticed the battery indicator was empty. She changed the battery and received a failed battery test alarm. The customer also reported that the esc button on the insulin pump is not responding properly; she has to press it multiple times to get a response. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.